Manufacturer narrative:
Additional review indicates that information from manufacturer¿s report #2182207-2021-00079 was already reported in this report (#30 04209178-2021-00837). Any additional information regarding that event will be submitted as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a battery change from a pc to a percept, there was an out of box failure. Coming into the procedure, all impedances were in normal range. Once the physician inserted extension ends into the percept, contacts 1,2,3,9,10 and 11 all showed "red" while contacts 0 and 8 showed "green". The physician withdrew, cleaned/wiped down, and reinserted/reseated the extensions multiple times into the ins with no change to impedance readouts (still high). They went back to the previous battery and impedances were still all in normal range. They then connected the extensions to the percept ins and got the same results as before with all pairs being red/out of range and 0/8 being normal. The physician then tried one more time and this time, with great force, they reseated the extensions to obtain an acceptable impedance readout. After reseating both sides, one side (l) showed all "green". He said it was by far the most force he had ever applied to inserting extensions. However, there was conflicting information reporting that the healthcare provider (hcp) stated there was no difficulty putting the leads into the header block, the rep didn't have the exact numbers at the time of the call. Programming of the electrodes was correct. The issue was resolved. No symptoms reported.

Event description:
Additional information was received from the manufacturer¿s representative (rep) who reported an out of box issue where the physician inserted the extension into the header block of the implantable neurostimulator (ins) and when impedances were checked intra-operatively, the summary tab showed contact 0 was green, but 1, 2, and 3 were red on both ports. In one case, the physician removed the extension tail three times, cleaned them off, retested, and got the same results except for when one test showed one side was ¿good¿ and one side was ¿bad.¿ the physician removed the extension again, cleaned them, and then ¿shoved¿ them into the port (without bending them), tightened the screws, placed the ins in the pocket, and then everything was fine. The rep stated the hcp speculated there was a tenth of a millimeter imperfection on some ins¿ that didn¿t allow the electrical signal to go through. Unrelated red values captured in pe 704240015. .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a battery change from a pc to a percept, the physician had inserted extension ends into the percept and contacts 1,2 ,3,9,10 and 11 all showed "red" while contacts 0 and 8 showed "green". The physician withdrew and cleaned and reseated extensions multiple times with no change to impedance readouts. The physician tried one more time and this time, with great force, they reseated the extensions to obtain an acceptable impedance readout. After reseating both sides, one side (l) showed all "green". He said it was by far the most force he had ever applied to inserting extensions. The issue was resolved. No symptoms reported.